Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related report numbers(including this report): 3025141-2025-00634, 3025141-2025-00635, 3025141-2025-00636, 3025141-2025-00818, 3025141-2025-00819, 3025141-2025-00820, 3025141-2025-00821, 3025141-2025-00822, 3025141-2025-00823, 3025141-2025-00824, 3025141-2025-00825, 3025141-2025-00826, 3025141-2025-00827, 3025141-2025-00828, 3025141-2025-00829, 3025141-2025-00830, 3025141-2025-00831, 3025141-2025-00832, 3025141-2025-00833, 3025141-2025-00834, 3025141-2025-00835, 3025141-2025-00836, 3025141-2025-00837, 3025141-2025-00838, 3025141-2025-00839, 3025141-2025-00840, 3025141-2025-00842, 3025141-2025-00843, 3025141-2025-00844, 3025141-2025-00845, 3025141-2025-00846, 3025141-2025-00847, 3025141-2025-00848, 3025141-2025-00849, 3025141-2025-00850, 3025141-2025-00851, 3025141-2025-00852, 3025141-2025-00853, 3025141-2025-00854, 3025141-2025-00855, 3025141-2025-00856, 3025141-2025-00857, 3025141-2025-00858, 3025141-2025-00859, 3025141-2025-00860, 3025141-2025-00861, 3025141-2025-00862, 3025141-2025-00863, 3025141-2025-00864, 3025141-2025-00865, 3025141-2025-00866, 3025141-2025-00867, 3025141-2025-00868, 3025141-2025-00869, 3025141-2025-00870, 3025141-2025-00871, 3025141-2025-00872, 3025141-2025-00873, 3025141-2025-00874, 3025141-2025-00875, 3025141-2025-00876, 3025141-2025-00877, 3025141-2025-00878, 3025141-2025-00879, 3025141-2025-00880 & 3025141-2025-00881.

Event description:
It was reported by an acumed distributor that between may 2024 and september 2025, they have received 67 complaints from their customer base that the1.5mm hex driver tip, locking groove has broken during use. All but 3 of the batches have been reported. In all instances, there has been no adverse consequences reported to the distributor.